Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result was < 0.100 miu/ml with a data flag and was reported outside the laboratory. The clinician did not accept the result and asked for repeat testing with a new sample. A new sample was drawn on (B)(6) 2017 and the result was 754.0 miu/ml with a data flag. The first sample from the patient was then repeated with a new reagent lot and the result was 597.5 miu/ml with a data flag. There was no allegation of an adverse event. The reagent lot number was 210151. The expiration date was requested but was not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Precision testing was performed and was acceptable. Based on the provided calibration, qc, and analyzer data, a general reagent or instrument issue was not suspected. Several of the preanalytic conditions and the sample cup in use were not in compliance with the specifications. Therefore an issue with the sample quality was likely. Another typical cause for this type of event was insufficient maintenance of the analyzer.